Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 3005778470.

Event description:
Consumer reports he has been using gc glide product since 2023 and they have worked for him in the past it was just this one box that was problematic. He said these catheters "just didn't seem to lubricate well after bursting water sachet. He reports them as they "weren't slippery and couldn't insert right" as noted right in the beginning of his urethra when trying to insert the catheter into his urethra. He said he prepped them all and couldn't use them to drain his bladder as the ones he attempted to insert from this box were all this way. They have been discarded, did not notate the lot on this particular box. He said he always preps them by busting water sachet to lubricate the catheter and then he uses it right away. He has not tried to cath with an other catheter yet not from this box as he said he just stopped cathing as he only has 1 other single catheter left. He is aware he needs to follow up with his urologist as advised by his pcp recently. He recently had an uti when this issue was occurring however he is not sure if it is from the reported defect. His uti diagnosed by urine testing at his pcp's office as he was having back pain and stomach pain. He just finished 7 days of antibiotics as prescribed by his pcp, feeling a little better but still having stomach issues he said. He always washes his hands prior to cic and uses the no touch sleeve to not contaminate the catheter prior to use."